Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call low blood glucose levels. Customer's blood glucose level was 36 mg/dl. Customer's mother advised when the patient inserted the sensor it did not work. Customer advised they experienced issues with the sensor and threshold suspend not alarming.